Event description:
User facility reported that following an uneventful novasure procedure, what he believed to be a small thread from the device was left inside uterine cavity. The physician successfully retrieved the piece with forceps. During follow-up on (B) (6) 2009, it was reported the pt was discharged home following the novasure procedure and has been seen on follow-up and is doing fine.

Manufacturer narrative:
This device was received in a condition that precluded performance testing. There was no visual imperfections found on the array. The reported complaint was not confirmed. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information . This device passed final testing prior to release. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. (B) (4).